Event description:
It was reported that "during a case on a patient, the staff noticed that the electrode started to 'melt', they tried another electrode where they noticed the same issue". No patient harm or injury. The patient status is reported as "fine". Additional information received on 16 may 2023 states that a 4th electrode was used to complete the procedure. "The first tip was used for about 30 seconds and it began to melt. The second tip was used for just a few seconds and began to melt. The third tip (fire) lit immediately upon activation." The 4th electrode was from a different lot number than the ones that issues occurred with. The procedure being performed was a vaginal posterior repair, there was no tissue or eschar buildup on the electrode as the electrode was use at the beginning of the procedure, there was no facial/body hair. Normal anesthetic gasses were used for general anesthesia. The customer was unsure what voltage was being used when the issue occurred. Associated mdrs: 3011137372-2023-00130, 3011137372-2023-00131.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during a case on a patient, the staff noticed that the electrode started to 'melt', they tried another electrode where they noticed the same issue". No patient harm or injury. The patient status is reported as "fine". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4).